Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, pain.

Event description:
Healthcare professional reported left side pain. Healthcare professional additionally reported capsular contracture baker grade IV. Device remains implanted.

Event description:
The previous medwatch submission reported capsular contracture baker grade IV against a non-allergan device. This event is no longer reportable.